Event description:
Pc 1943, (possible lot number used was 5518nkb6146), exp 2001-01 customer reported to the sales rep that they had used this product in neurosurgery and had 2 pts develop a "deep brain abscess." Surgery performed was for debridement on a pt with post intracaranial bleed, the product was not left behind in the surgical site, it was removed when hemostasis was achieved. The pt received the routine pre-op, prophylactic antibiotic treatment prior to surgery. Ths is the second of two pts being reproted.